Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a malfunctioning barcode scanner. The field service engineer (fse) replaced scanner universal serial bus (usb) cable; functionality verified in hardware test application. No leakage observed; top cover operating normally. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the universal serial bus (usb) scanner ports were bad and left piston for lid was leaking oil into pyxis e compartment.there were no delay, no adverse events or injuries reported based on this event.